Event description:
Customer reported that his blood glucose is 420 mg/dl because his insulin pump was not working correctly. Customer stated that the insulin pump is not delivering the correct amount of insulin. Customer declined to troubleshoot the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).